Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. There was no revision surgery for this event and patient is said to be a non-smoker with no history of diabetes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure for fixation of a fibular fracture and utilized paragon 28 gorilla plating system. A 3.5 x 14mm tuffnek non-locking screw was inserted however, it stopped before engaging the plate. The plate was properly fit and a drill bit was used. The screw broke when doctor tried to back out the screw. Doctor tried to place another 3.5 x 14mm tuffnek non-locking screw after drilling, at another plate hole. The doctor then proceeded to drive the screw and it stopped again. Again as the doctor was trying to back out, the screw snapped. This is report 2 of 2 of this incident.